Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? How was the procedure completed? Were there any patient consequences? If yes, please describe. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during an unknown procedure, the device's firing knob broke during firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Lower anterior resection how was the procedure completed? Replacing the instrument with similar one were there any patient consequences? If yes, please describe. None did any pieces fall into the patient? If yes, were they retrieved? None will all pieces be returned with the device? If no, were they discarded? Returned